Event description:
In an article titled: "vertebroplasty and kyphoplasty are associated with an increased risk of secondary vertebral compression fractures: a population-based cohort study", the following events were reported: nine pts with cement leakages were reported. No additional information was reported.

Manufacturer narrative:
Report source: article titled: "vertebroplasty and kyphoplasty are associated with an increased risk of secondary vertebral compression fractures: a population-based cohort study" by a.s. Mudano, j. Bian, j.u cope, j.r. Curtis, t.p. Gross, j.j. Allison, j. Kim, d. Briggs, m.e. Melton, j. Xi, k.g. Saag from osteoporos international 2008. Method: device not returned, internal review of literature, follow-up with author.